Event description:
Boston scientific received information that this pacemaker patient collapsed while at the gym and later died. The emergency room physician expressed concern that a pacemaker failure had occurred, thus resulting in the patient's death. It was further noted that this patient was scheduled for a device replacement the next week. The medical examiner reported that this patient's heart was enlarged and that the pt had been in full cardiopulmonary arrest. The medical examiner noted that the device would be returned to boston scientific's reliability assurance laboratory for analysis and also requested a copy of the device analysis results.

Manufacturer narrative:
Event conclusion: a boston scientific technical services (ts) consultant contacted customer service in order to provide a returned product kit for the medical examiner. No additional information was provided. This device has been returned to our reliability assurance laboratory and is currently undergoing detailed laboratory analysis.